Event description:
A report was received that a patient's system was explanted. The patient had experienced pain and lost feeling in his legs after scar tissue had formed around the ipg, which caused compression on the spinal cord. The patient is reportedly doing well following the explant procedure and has regained feeling in his legs.

Manufacturer narrative:
A review of the mfg documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Correction to MDR f/u #1 should have been: additional information was received that the scar tissue was around the lead site and not at the ipg site. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's system was explanted. The patient had experienced pain and lost feeling in his legs after scar tissue had formed around the ipg, which caused compression on the spinal cord. The patient is reportedly doing well following the explant procedure and has regained feeling in his legs.